Event description:
It was reported that during a laparoscopic gastrectomy procedure, a beep sound was heard and the device became not to be activated suddenly. The device was activated a few times, but the mist and smoke reeked up a lot. Although the handpiece was replaced, the event continued. Error 5 was also displayed. They stopped using the device. Since the dissection had been completed before the event, there were no adverse consequences for the patient. When the device was cleaned, the blade broke off. No pieces were left inside the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.